Manufacturer narrative:
The reported event of oversensing of noise was not confirmed. As received, a partial lead was returned in two pieces. Visual inspection found no anomalies except for damages consistent with procedure damage. Electrical test did not find any indication of conductor fractures. The lead had internal shorting due to procedure damage to the outer/inner insulation and coils.

Event description:
It was reported that intermittent oversensing of noise had been previously observed on the right ventricular (rv) lead. All other electric parameters were within normal limits. A decision was made to explant and replace the rv lead. The rv lead was explanted successfully, and a new lead was implanted. The patient was stable throughout.